Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/03/2019. The customer's biomed confirmed the reported power issues. The customer's biomed reported that he replaced the power switch as this was the part that was advised by tech support to take care of the power failure. Complaint resolved.

Event description:
The customer reported 24v power failure. There was no patient involvement.